Event description:
During an in clinic follow-up, the right atrial (ra) lead was found to be dislodged from it's implant position. The physician suspected the event to be due to patient anatomy and did no allege a malfunction against the ra lead. The ra lead was repositioned to resolve the event and the patient was in stable condition.